Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010.

Event description:
The caller reported that on an unspecified date in (B) (6) 2010, a tracheostomy tube failed while in a pt, and this had not been reported previously. She stated, it was reported that the tracheostomy tube's balloon was going down, and the ventilator pressure alarm went off to alert them, as they are not getting right tidal volume on the ventilator. A non-routine replacement of the tube was required.